Event description:
Procedure: splenectomy. According to the reporter: on the first firing across the splenic artery, the instrument resected but would not release tissue. Reportedly, the cartridge and stapler were not connected properly. The instrument was removed by resection with another device.